Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, at 11:00 pm, the monitor started alarming high heart rate at 250 beats per minute. It was power cycled and tested with an artificial finger and user's finger and it continued to produce high readings. The sensors were swapped and the issue was isolated to the monitor. There was no patient injury.

Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the unit's main board was defective and the printed circuit board (pcb) failed. The issue was resolved by replacing the multifunctional respiratory pcba and main board. It was reported that the device continued to produce high readings. The reported issue could not be confirmed. The most likely cause was traced to a component failure. The evaluation detected an unreported condition: the main battery was not within the two-year replacement period. Visual inspection noted the battery was outdated. The issue was resolved by replacing the coin cell and battery. The most likely cause for the additional condition was traced to a component failure. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.